Event description:
It was reported that the external pulse generator (epg) was in use with a patient and stopped working after twenty minutes and exhibited an error. The epg's battery was removed and reinstalled, and the epg was rebooted and continued to be used. No patient complications have been reported as a result of this event.